Manufacturer narrative:
The insulin pump was returned for blank display anomaly on event date 08/10/2021. Device passed the displacement test and self test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Detailed trace analysis did not confirm failed battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. No unexpected battery alarms noted on long trace history files related to event date or blank display. However, device received with corroded battery tube. Device received with fading serial number label. The device p-cap / test reservoir locks in place properly. Device was not confirmed for blank display anomalies. However, device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was assisted with troubleshooting but the display did not returned after the restart of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.